Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(6). Using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the customer¿s blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was bent and out of the skin. The pod was worn between 4 and 24 hours on the arm. She was taken to the hospital and stay for 4 days before being release from the hospital. They did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The returned product was evaluated and performed as designed. A kink in the soft cannula was observed. The kink could indicate that the cannula slipped out of the patient¿s skin, but this could not be conclusively determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.